Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, it was observed that everything was 180 degrees backwards. The site stated that after the doctor left the room, the scope was cleaned, and they encountered the issue. The technical support engineer (tse) asked site to remove the scope and spin the scope collar 180 degrees, burp the arm instrument clutch, and then re-install the scope. While talking, the doctor returned and did something that fixed the issue at the console. Site reported that the system worked normally. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. It was reported that the surgeon was able to fix the issue at the console. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved.